Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that sensor they placed yesterday initialized and never gave her reading and it would not connect. The customer reported that she has just removed it from body and cannula is completely missing. The customer reported that they kept getting cannot find sensor signal and it would not find sensor. She disconnected and reconnected transmitter as indicated and it still did not work. The customer reported that today she removed sensor and noticed electrode cannula was completely missing. The sensor will not be returned for analysis.